Event description:
The external pulse generator was returned as a result of having been accidentally dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cases were broken, as were the two side bail covers, the ring cover, the lead flex cover, the ventricle output connector and the battery drawer. Analysis also found that the battery release was contamiated. All defective parts were replaced. (B)(4).